Manufacturer narrative:
The device was returned to olympus for evaluation however, the evaluation has not been performed as of date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, no image on the hd camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue (no image). Based on the results of the investigation, and since the reported device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Additionally, the device failed a leak test because the electrical cable was punctured. However, this defect is not considered a reportable malfunction. Olympus will continue to monitor field performance for this device.